Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the pump usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. It was reported that the customer required assistance to treat elevated blood glucose (bg) level. Bg value not provided. A manual injection was administered to address bg. The customer reverted to an alternate method of insulin therapy.